Manufacturer narrative:
(B)(4). Evaluation summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion characteristics, patient disease state, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as moderately tortuous, moderately calcified and 99% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, return of the voyager may have aided the evaluation in determining a cause for the rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the lesion was in a moderately tortuous, moderately calcified right coronary artery (rca) with a 99% stenosis. The voyager nc was being used for pre-dilatation; however, the balloon ruptured at 8 atmospheres when inflated for the first time. No patient effects were reported. No additional information was provided.